Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "rupture + capsular contracture," baker grade unknown. This is for the right side device. The device has been explanted.

Event description:
Healthcare professional reported, "rupture. Capsular contracture", baker grade unknown. This is for the right side device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed, as fold flaw opening. Capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, stress marks on the device. Observed, creases on the device. Observed, wear abrasion on the device. No further actions are required, since no manufacturing issue is observed.